Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2019-06161, 1627487-2019-06162.

Manufacturer narrative:
The serial and batch/lot numbers for the lead are unknown at this time. Investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-06161, 1627487-2019-06162. It was reported, during a routine reprogramming the patient stated they have never had effective therapy. X-rays were taken which showed that the leads are cluneal and are not at the original location. As a result, surgical intervention may take place to address this issue.